Event description:
The caller reported that the customer stated, the tube was placed in patient on (B)(6) 2010 at 9:30 am by the doctor without difficulty. A bite block was immediately placed on the tube. On (B)(6) 2010, the patient had to be reintubated with another tube due to a cuff leak. The caller stated that there was no patient harm.

Manufacturer narrative:
The lot number is unknown and therefore the date of manufacture cannot be determined. If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.